Event description:
Healthcare professional reported left side deflation and any creases associated with holes. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.9; h.3; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side deflation and any creases associated with holes. The device has been explanted.